Event description:
A medwatch # mw5158127 was received from the FDA reporting that during a duramax hemodialysis catheter dialysis procedure, a malfunction was experienced. A competitor's brand was used but was found to be ineffective for long-term dialysis. A replacement catheter [palindrome hd 8888145015] was placed for this patient. No device returning and no patient injuries or consequences to report.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. Therefore, the complaint could not be confirmed, and the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.